Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensed noise resulting in stored episodes. There was no pacing inhibition noted. Additionally, the pacing impedance measurement was found to be170 ohms. An invasive procedure was performed to revise the lead. The lead was fully inserted in the device header and there was no evidence of a loose set screw. The device header appeared to be darker near where the lead tip would be. No cracks or fractures were found in the header. The lead was tested via a pacing system analyzer (psa) and impedance measurements were 650 ohms in bipolar and 455 ohms in unipolar. The lead and device were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 55 cm distal to the is-1 connector pin. An electrical short circuit was observed in this area. These findings can be considered to be the root cause of the oversensing issue as well as of the law pacing impedance mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages such as a damaged silicone sealing of the is-1 connector pin and deformations of the outer conductor coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.